Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer reported that the drug was not in pyxis, noting that it appeared on the pyxis station (north) but not on the server, was not in the active orders even though it was visible in the inventory, could not be accessed or removed from the patient profile, had no associated administration charges, and although an active order appeared under the inventory function, it did not display as an active order on the server while it still showed as active on the pyxis station. He customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist verified that the station was not in retry mode and that its upload and download status was current. The last successfully processed time and the interface last heartbeat local date time were both current. The tss confirmed that the example patient with visit identity had been discharged on (B)(6) 2026 at 11:20. After that the pyxis server did not receive order number 268 from the pharmacy information system (pis). There was no issue on the station. As no response was received from the customer, the technical support specialist proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer reported that the drug was not in pyxis, noting that it appeared on the pyxis station (north) but not on the server, was not in the active orders even though it was visible in the inventory, could not be accessed or removed from the patient profile, had no associated administration charges, and although an active order appeared under the inventory function, it did not display as an active order on the server while it still showed as active on the pyxis station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.